Event description:
A customer obtained non-reproducible lipid (chol, trig, hdlc) and glu results on a pt sample. The pt results were not reported to the physician. Troubleshooting determined that this event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.